Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium results was due to user error: improper sample handling. The tsc determined that the customer was only spinning the samples for 7 minutes versus the tube vendor specification of 10 minutes. If samples are not spun as per the vendors recommendations, platelets and fibrin can form which can suppress sodium results. The tsc instructed the customer to follow the tube vendor sample handling recommendations. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium (na) results were obtained on a dimension exl with lm instrument on seven patients. The initial results were reported to the physician(s). The same samples were repeated on an alternate system and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.